Event description:
It has been reported to philips that by making acquisitions in biplane it is unable to save images. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation for this complaint.